Event description:
See MDR number: 2242445-2012-00139 for the first event involving the same pt. It was reported that in angiography, during the second attempt at the procedure, the tip of the catheter separated and was again retained in the pt. An incision was made to successfully remove the tip from the pt. There was no add'l attempts made to complete the procedure. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.